Manufacturer narrative:
By checking the DHR of the lot #1915260, no pre-existing anomaly was detected on 35 physica fixed tibial plate #6 manufactured. First and only complaint received on this lot# with 28 out of 35 components of this lot already implanted. We requested patient's xrays but they were not available. Explanted components are not available to be returned for investigation. By the information reported by the complaint source, we known that patient was obese (bmi = 34.72), although physica kr instruction for use valid at the time of the implant clearly reported overweight as a risk factor. Furthermore, the check of the DHR and the lot# complaint history did not reveal any manufacturing anomaly. In conclusion, we are not able to investigate the root cause of the event, but we can state that patient's weight could be responsible for implant failure and that the event is not product related. Pms data: according to our pms data, we are aware on 4 complaints due to loosening of the physica tibial plate (family product code 6522.15.0xx), with an occurrence rate of 0.011%. No corrective action implemented for this specific case. Limacorporate will keep the market monitored. Please, consider this report as initial-final MDR.

Event description:
Knee revision surgery performed on (B)(6) 2020 due to loosening of the physica kr tibial plate (product code 6522.15.060, lot #1915260). Previous surgery was performed on (B)(6) 2020. According to the information reported by the complaint source, during revision surgery it was noted that there was no cement adhering to the tibial baseplate implant. There was only a thin mantle of cement on the patient. The components were replaced with same size components except for the stem which was extended. The patient is female, (B)(6) years old. She is 161 cm tall and has weight (B)(6) kg. No further information are available.